Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed from service due to 'not functioning'. No additional information is available.